Manufacturer narrative:
Device evalution: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during functional testing. The probable cause is due to the loose connection of the dose cord. The complaint was resolved by replacement of tightening adjustment.

Event description:
The device was returned for the connection part of the dose code was rattling. During physical inspection, it was found that the dose cord was loose due to long term use